Event description:
The customer ran blood glucose tests on two contour meters. One meter gave readings of 242,182 and 590mg/dl. The second meter gave readings of 100,105,134,125 and 78mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.new kits were sent to the customer.